Event description:
Boston scientific crm received info that the pt was brought back into the lab for an atrial lead revision procedure as the lead dislodged and was hanging in the ventricular. This was determined through measurement and x-ray. The physician had trouble retracting the helix and after multiple attempts, the helix could retract. The physician tried to reposition the lead several times due to poor sensing and thresholds. After the third attempt to reposition the lead, the helix would no longer extend and the physician requested a new atrial lead which was successfully placed.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the dislodgement and electrical issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specs. The analysis did not reveal any sign of a material or mfg problem. The cuttings in the outer insulation and the coagulated blood residuals are most likely due to the explantation procedure. Due to coagulated blood residuals found within the lumen of the lead, the stylet could not be properly inserted and advanced within the lumen of the lead.